Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. On behalf of a customer, a caregiver reported unspecified lower scan result on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer counteracted with apple juice. However, the customer experienced "attack of weakness", dizziness, and was uanble to self-treat. The caregiver assisted the customer to bed and performed a blood glucose test and administered insulin (type/dose unspecified) as treatment. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.